Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary right l5-s1 spinal root decompression. Eight days later, the patient presented with myospasms. The investigator noted the event as mild in intensity. Patient was given lortab and robaxin for myospasms and pain. Repeat MRI showed no evidence of recurrent disc herniation. The event resolved with treatment the next month. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication.